Manufacturer narrative:
The reported event of lead dislodgement could not be confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented for a post-procedure follow-up. Upon device interrogation, the newly implanted right atrial (ra) lead was found dislodged via chest x-ray. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.